Event description:
A surgical revision was performed (B)(6) 2010. Pt symptoms or device issues that led to the revision surgery were not reported. The pump was replaced. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178201010406 for info regarding event/pt outcome following (B)(6) 2010 replacement surgery.

Manufacturer narrative:
(B)(4).